Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a vibrator anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they gave a bolus and never heard the vibrate. The customer stated that they received the low reservoir alarm last night and the pump did vibrate. The customer stated that the pump did not vibrate when pressed act after using up arrow to set an easy bolus. The customer was assisted with the self-test. The customer stated that the pump did not vibrate during the vibrate test. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump failed the self-vibration test due to broken vibrator red wire. However, the insulin pump passed testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.